Event description:
Information received from the field notes that the patient presented to the clinic after being lost to follow-up for five years. The device could not be interrogated. Magnet application revealed ventricular pacing 54 - 60 ppm. The patient was not pacemaker dependent. A device replacement was scheduled.